Event description:
It was reported by the clinician that a declot procedure was being performed on a male patient in an upper arm fistula. During the procedure the 7fr over-the-wire percutaneous thrombolytic device (ptd) was used along with a .025 wire and was activated in the axillary area. At which time, the tip fully separated from the basket wires. As a result, a snare was used to successfully remove the retained piece. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.